Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the garment hooks were digging into her skin and caused a large bruise. It was described as about the size of a pint size jar and was red/blue on her skin. Patient also reported that her breasts are sore from the therapy pads riding up. There was no alleged device malfunction contributing to the irritation. Patient was prescribed her an inflammatory medicine and an ointment by a physician. Follow up indicated that the area has improved a little.